Event description:
Additional information received via the consumer reported the patient had 3 visits to the doctor since (B)(6) 2015. There was one time the patient saw the nurse and he had reset the settings and the patient was to change as needed. Conflicting information was provided as it was indicated the patient had 4 visits previously.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient initially reported on 2016-04-07 that they had no therapeutic benefit. Regarding any troubleshooting/interventions already performed, it was noted: changing programs, increasing stim, being reprogrammed. Regarding how often it was occurring, it was noted: daily. There were no trauma/falls reported that could be related to this issue. Regarding describe the troubleshooting/interventions/results, it was noted: no results. The patient noted the trial was not successful. Pt. Said her dr. Said it would not hurt to try it anyway so she agreed. Pt. Has an appointment next week. Symptoms reported were: pt. Has no benefit from device and wets through 6 pads a day and 2-4 a night. Event date: (B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. Additional information received from the patient on 2016-5-9 noted that regarding steps taken to resolve lack of therapeutic benefit: 4 visits to doctor's office. Saw doctor post-op. Assistant/nurse - 2 times instructions for product. Saw doctor two weeks ago. This procedure is not working. He suggested botox injections. Since this interstim is not working I feel I don't want to get the botox. I feel I am hanging. Do they remove wires or do I live with them. I have a neuro condition that requires mris. I feel I am just hanging there. The patient didn't know what to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.